Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on the in-house system and it triggered error 319 on axes controller carriage (acc). As a fix, the rolling loop harness will be replaced. The unit passed direction test, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage switches, carriage/axes controller motor (acm) fan and fiber test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the customer encountered non-recoverable error 319. The customer performed a hard restart on the patient side cart (psc) with no success. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to disable the universal surgical manipulator (usm). The surgeon agreed to disable the usm. The site continued to complete the procedure as planned with no reported patient injury.